Manufacturer narrative:
Concomitant product(s): vedr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with chest pain. Intermittent oversensing on the right atrial (ra) lead was noted. The ra lead remains in use. No further patient complications have been reported as a result of this event.